Manufacturer narrative:
One infusion pump was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent functional testing, and it was noted to have no issues; unable to confirm the reported customer complaint.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that out of the box a new smiths medical cadd-solis vip ambulatory infusion pump failed the acceptance test. There was no patient involvement and no adverse effects were reported.